Manufacturer narrative:
Pump had no missing segments/partial display or display anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump has a partial display. Customer stated that she noticed the issue during a set change. Customer's blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.